Event description:
Related manufacture reference number: 3006705815-2019-02099. It was reported the patient experienced ineffective stimulation from the scs system. Reprogramming was unable to resolve the issue. X-rays did not reveal any anomalies. Regardless, the patient underwent surgical intervention wherein the system was explanted and replaced. Reportedly, effective therapy was restored following the procedure and the issue is resolved.